Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2021 . Investigation summary the device was returned without its sterile package. In addition, it was received with the tissue pad damaged, melted and 100% present. Due to the condition of the device returned we were unable to investigate further the packaging device issue as reported. Upon visual inspection no damaged to the blade was observed. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: t4118n. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, when opening the ultrasonic scissor case, it was noticed that the focus forceps had a broken tip. The problem was found even before use, being promptly replaced. There was no harm to the patient.